Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the sheath size was 9f with only one device used. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if hemostasis was not achieved because only one device was used. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis may include, but are not limited to, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device was used in the right common femoral artery via a 9f sheath after an interventional carotid artery angioplasty with stenting. Reportedly, the device was used per the instructions for use; however, hemostasis was not achieved. Manual arterial compression was applied but also failed to achieve hemostasis; therefore hemostasis was achieved surgically. There was no report of clinically significant delay in the procedure. No additional information was provided.